Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1629803) indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip 6f/7f vascular closure device plug (sealant) appeared to be stuck inside the white portion (advancer tube). The mynx device was being used in conjunction with a 6f procedural sheath for femoral arterial closure. The device was inserted into the procedural sheath and the balloon was inflated. The sheath was pulled back, the green shuttle was advanced down completely. It is unknown if significant resistance was encountered during shuttle down. When the deployer went to pull back the white part (advancer tube) again, it got stuck and did not come out. Unusual force was not applied when retracting the sheath. Manual compression was applied for 30 minutes or less to achieved hemostasis. It is unknown if the patient's hospitalization was extended or not. The patient was not harmed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
The device was returned and evaluated by (B)(4). Visual inspection of the returned device showed that the shuttle cartridge was engaged to the black handle. The sealant and advancer tube were found in the manufactured position as received. The condition of the returned device indicates an incomplete engagement of the advancer tube. During investigation, shuttle down procedure was simulated and the advancer tube was properly engaged to the proximal tamp lock. The tamp locks and the advancer tube were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the tamp locks, and the catheter and shuttle cartridge were also inspected for anomalies that may have caused or contributed to the reported incident. No damages or anomalies were observed. The advancer tube's length, distance from the catheter's distal tip to the proximal tamp lock's distal end and the distance between the proximal and the distal tamp locks were also measured and noted to be within specification. Based on the information provided and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. Per the mynx instructions for use (IFU), if the shuttle is not advanced until a definitive stop is felt, the advancer tube will not be engaged to the proximal tamp lock. This will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per the IFU.